Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons were sticking for three weeks and the issue was getting worse. It was noted that the keypad symbols were worn off. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a cloth and warm water. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, all keypad buttons were found to be sticking, intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.